Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2024 wherein the l5 lead was explanted and replaced.

Manufacturer narrative:
The report of ¿fractured lead¿ was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. The cause of the fractures are unknown as there were no reports of trauma, an accident or falls.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation due to l5 lead having high impedances. As a result, surgical intervention may be undertaken to address the issue.